Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Partial separations were noted within abrasion on either side of the separation. Testing revealed these partial separations to not be sites of leakage. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that the shiny mark noted on the exhaust tube of cylinder 2 indicated it had abraded while in-vivo. This abrasion then most likely caused the separation in the exhaust tube of cylinder 2. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, damage of the tube near the cylinder was reported. The inflatable device was explanted and replaced with another inflatable device.